Event description:
Reports inconsistent results with one patient/one sample. Patient positive for sars and flu a, then positive for sars and flu b on retests. Unknown if patient was symptomatic. Customer unresponsive for requests of additional information. No apparent adverse event.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info. Source: email.